Manufacturer narrative:
Retainer ring: black. Customer complained about the unit having open book image and was exposed to moisture on event date of (B)(6) 2021. Unit received with open book image after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to open book image. Successfully utilized crest and thus to download history files and trace files. Pump error 35 was present in the pump/trace file on event date of (B)(6) 2021 2:28:00 pm. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, corrosion on the battery tube and scratched case. The unit was cut open with corrosion on the force sensor assembly, moisture damage on the motor assembly, moisture damage on the lcd assembly, corrosion on pcba 1 and moisture damage on pcba 2 noted during visual inspection of the electronics. Unit was confirmed for open book image and pump error 35 due to severe corrosion on the force sensor assembly. Moisture damage confirmed on the electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an open book image. Customer stated that they went to swimming with the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.